Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t10 to treat an osteoporotic vertebral fracture. The post-procedure x-ray revealed "cylindrical contrast" extended from cement injected in the vertebral body to left posterior side. According to the report, it was "a tube(line)-like substance grown from the cement lump injected into the vertebral body". The surgeon finished the procedure successfully without any additional treatments. There were no patient complications reported with this event. Sometime post-operatively, it was reported that the patient gradually decreased the amount of food ingested after discharged the facility, and passed away on an unknown date due to weakness. The surgeon determined the death was not related to bkp. It was confirmed that the patient had liver cirrhosis before bkp that was thought to be the primary disease of the death by the surgeon.

Manufacturer narrative:
(B)(6). (B)(4). Image review: "a case noted a t10 kyphoplasty on (B)(6) 2015. Cylindrical contrast (cement) extended from the area of injection of cement "to the other side". A lateral view is provided that verifies that the cement was allowed to back fill into the cannula. In addition, the cement extends several centimeters posteriorly beyond the bony insertion point lateral to the superior articular facet. This is a surgical error, caused by not preventing back flow into the cannula by using a cement tube to contain the cement, and a second error by not breaking off the cement at the soft tissue bone interface while removing the cannula."